Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered. The patient's heart rate was in the 30s. The lead was fractured with no pacing and high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.